Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 444 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer received replace battery alert when he was sleeping then the insulin pump died. Customer stated the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.